Event description:
Reporter indicated that her (B) (4) handheld computer was completely dead. Per reporter, "the orange light will not turn green". She stated that the handheld worked before and it had been charging "for awhile", but the handheld would not turn on even while it was plugged into the wall. The product was returned to the manufacturer, but analysis is pending.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.